Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: review of the black box showed loss of prime warning associated with a low non-zero force and zero force. Loss of prime warning associated with low non-zero force on (B)(6) 2016 01:18 followed by loss of prime warning associated with zero force at 01:24; deliveries resumed at 07:15. An ez-prime and a 24-hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses added up correctly and reflected the user¿s programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior pump components. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading that was high on the blood glucose meter with excessive urination. The patient did not receive treatment above and beyond the normal course of diabetes management. The patient reported that there were multiple loss of prime alarms and that pump therapy was discontinued at the time of the call. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.